Manufacturer narrative:
The condition of the returned unit was consistent with the complaint incident. A visual and microscopic examination of the device found proximal stent damage with one strut raised in each of the forth and fifth rows from the proximal edge. This stent damage is consistent with the delivery system encountering some form of restriction. No kinks or damage were noticed along the shaft of the device. A recommended sized guidewire (0.014 inch) was inserted through the lumen section returned with no restrictions noted. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A review of the top assembly manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is operational context.

Event description:
This complaint is now reportable based on the analysis completed in 2008. It was reported that during a coronary drug eluting stenting treatment procedure, the 2.75x38 mm taxus liberte drug eluting stent would not cross the lesion. The 85% stenosed lesion being treated was located in the very tortuous, mildly calcified mid left anterior descending (lad) artery. The procedure was not completed, as the same device was unavailable. No patient complications were reported. Patient status reported as "good". However, the returned product revealed stent damage.